Event description:
Information was received from a patient implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome. It was reported that the patient had change in therapy and the cause was unknown. The patient reported that ¿it stopped working¿ and the ins could not be restarted. The patient was going to see a neuro surgeon and was requesting that a manufacturer representative (rep) be there. The patient was working with the neuro surgeon for a replacement. A replacement procedure had not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.